Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high platelets (plt) results that were flagged with instrument generated r flags for two patients and erroneously high rbc result without flags for another patient generated on the coulter lh 750 analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on an alternate unit and corrected reports were issued. No death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Samples were collected in lavender edta tubes. The instrument is currently performing within qc specifications. On (B)(6) 2011 a bci field service engineer (fse) replaced all three rbc aperture electrodes and aperture housings. Root case of this event is attributed to the hardware.